Manufacturer narrative:
Patient information not available for reporting. Date of surgery is not known. (B)(4). Lot number unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Hospital telephone: (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during an unknown procedure on unknown date, the impactor for proximal femoral nail antirotation (pfna) blade became disassembled during impaction. No information regarding patient outcome was reported, no surgical delay was reported. This report is for one (1) impactor for pfna blade this is report 1 of 1 for (B)(4).